Event description:
An eye care professional reported that a female patient experienced a bacterial corneal ulcer, right eye, associated with wear of a freshlook color blends lens & use of renu lens care product. History of overwear & non-compliance reported. Ulcer was located peripheral at 12 o'clock, moderate pain, watery discharge. Treatment consisted of zymer q1h x 24 hrs, then tapered. Event resolved with scar, and no reduction is visual acuity. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the co monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.